Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The leak was noted from a crack on the header of the dialyzer. Estimated blood loss was 25cc's. Pt had no ill effects. Sample was discarded by the user facility; companion samples of the same lot number are available.